Event description:
After an external defibrillation shock, the device could not be interrogated and device operated as if in voo with failure to sense and to capture. Therefore, it was explanted for analysis.

Manufacturer narrative:
Jan 25, 2010: this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug admin issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Conclusion: the observed capture and sensing failures resulted from damages of the protective components (including the protective diodes), which induced an overconsumption; in addition, the difficulties to reprogram the device could be explained by partial damages on the internal circuits provoked by the external shocks. These damages most likely resulted from the external defibrillation shock.